Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction "ventilation cancelled" which logs different tfs and switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator failure could be a defective blower module or a defective driver board. The failure could not be reproduced with the returned components (rga67212 + rga67213). Exchange of both components resolved the issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported from complainant. As the complaint (B)(4)was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to get additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.

Event description:
During ventilation (air transport), the ventilator stopped working/ventilating. After a restart, all seemed ok, but 10 minutes later, it stopped again.